Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and that the customer experienced an elevated blood glucose level, value was not provided. In addition, it was reported that the pump shut down unexpectedly. Customer declined to troubleshoot with tandem technical support.